Event description:
The customer reported the system intermittently displays motion errors and will not move. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the mcu board and the rotational potentiometer. System operates as intended. (B) (4).